Event description:
It was reported that this right ventricular (rv) lead exhibited shock impedance measurements of greater than 200 ohms. A commanded shock was performed in which sensing and pace impedances were normal. When testing df2 pin to pocket, as well as through the pacing system analyzer (psa), the pace impedance was greater than 3,000 ohms. This rv lead was surgically abandoned and replaced with a new rv lead. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).